Manufacturer narrative:
Product complaint #: (B)(4). An empty opened box, unopened samples and a needle/suture piece of product were received for analysis. During the visual inspection of a needle/suture piece, the swage and attachment area were as to be expected. Body fluids and marks were observed on the needle/suture that appears to be use of a surgical instrument and the end was cut, the other section was not received. During the visual inspection of samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Suture were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the needle/suture piece received, the assignable cause of the performance breakage suture, was an improper handling and the reported complaint by an external cause. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke during suturing. There were no adverse patient consequences. No additional information was provided.